Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, while attempting to puncture the cap with a needle, the sponge was pushed into the scope. They were unable to get the sponge out of the scope and had to get a different scope. The procedure was completed with a different locking device and biopsy cap device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed and the root cause could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed.